Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician was closing the snare around the polyp when a blackout within the premises occurred so the procedure was stopped. When the power returned about five minutes later the physician noted that the loop was still closed around the polyp, however, the loop was detached from the catheter. The sheath was removed from the working channel of the scope and a retrieval device was inserted into the scope to remove the detached snare loop. The detached snare loop was successfully removed from the patient and the procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.